Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter address 1: no. (B)(6). Device evaluated by MFR: the pcb 2cm was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately at the distal markerband and extending proximally to the proximal markerband. The rated burst pressure for this device is 10 atmospheres as per specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The arteriovenous fistula located at the left upper limb was poorly functioned, and ultrasonography revealed stenosis near the anastomosis and at the arterial end, with the narrowest diameter of 0. 9 mm and non- calcified lesion. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use in an ultrasound-guided percutaneous venous balloon dilatation. During the procedure, the balloon was slowly pressurized by a pressure pump, however, a small hole was broken before the pressure reached 5 atmospheres. The procedure was completed with another of same device. No complications were reported, and the patient was stable post procedure. It was further reported that the target lesion was 80% stenosed, moderately tortuous and non-calcified.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately at the distal markerband and extending proximally to the proximal markerband. The rated burst pressure for this device is 10 atmospheres as per specification. A visual examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. A visual and tactile examination identified no kinks or damage to the shaft of the device. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The arteriovenous fistula located at the left upper limb was poorly functioned, and ultrasonography revealed stenosis near the anastomosis and at the arterial end, with the narrowest diameter of 0. 9 mm and non- calcified lesion. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use in an ultrasound-guided percutaneous venous balloon dilatation. During the procedure, the balloon was slowly pressurized by a pressure pump, however, a small hole was broken before the pressure reached 5 atmospheres. The procedure was completed with another of same device. No complications were reported, and the patient was stable post procedure.

Event description:
It was reported that balloon rupture occurred. The arteriovenous fistula located at the left upper limb was poorly functioned, and ultrasonography revealed stenosis near the anastomosis and at the arterial end, with the narrowest diameter of 0. 9 mm and non- calcified lesion. A 6.00mm / 2.0cm / 135cm peripheral cutting balloon was selected for use in an ultrasound-guided percutaneous venous balloon dilatation. During the procedure, the balloon was slowly pressurized by a pressure pump, however, a small hole was broken before the pressure reached 5 atmospheres. The procedure was completed with another of same device. No complications were reported, and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).